Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm. The customer then mentioned that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 280 mg/dl. The customer stated that the cannula came off from underneath the tape, causing the high blood glucose levels. The customer was driving at the time of the call, and was unable to troubleshoot. Nothing further was reported.